Event description:
This device was returned without oos documentation. The following physician is no longer practicing. Per the (B)(6), this patient expired on (B)(6) 2010. There are no known complaints associated with this device.